Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The index presented for the index procedure with an acute myocardial infarction. The index procedure treated a lesion in the mid left anterior descending artery (lad). The lesion was 2.5 mm wide, 20 mm long, and 100% stenosed. The physician placed a 2.75x24mm express2 bare metal stent. Residual stenosis was 0%. The patient received bivalirudin, aspirin, plavix, beta blockers, ace inhibitors, and statins during the procedure. The patient was discharged 5 days later on aspirin, plavix, ace inhibitors, and statins. At 110 days later, the patient presented with angina. Angiography confirmed in-stent restenosis in the mid lad. The patient received 2 drug eluting stents, and the event resolved 2 days later. In the opinion of the physician, the tvr is related to the express2 bare metal stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.